Event description:
This is being filed to report after the procedure, the clip detached from one leaflet, tissue damage occurred and mitral regurgitation (mr) increased. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The mitral valve had p2 chordal rupture and p1 prolapse. The first clip delivery system (cds) was advanced to the mitral valve, and during clip deployment the physician inadvertently moved the grippers after lock lines removal causing the clip to detach from the anterior leaflet, single leaflet device attachment (slda). One additional clip was implanted for stabilization, reducing the mr to 1+. On (B)(6) 2022, the patient presented with dyspnea and echocardiogram noted increased mr of grade 4+. The second clip was found to be detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The new slda caused a cleft and flail of the posterior leaflet with excessive mobility. The myxomatoses etiology probably was the cause of the sdla. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional clip delivery system is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to the patient morphology/pathology. The unspecified tissue injury appears to be related to the slda. The mr was a cascading effect of the tissue injury. The dyspnea was a cascading effect of the mr. Unspecified tissue injury, dyspnea and mr are listed in the instructions for use as known possible complications associated with mitraclip procedures. The hospitalization and serious injury/ illness/ impairment were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.